Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ovarian cyst ("ovarian cyst") in a 36-year-old female patient who had essure (batch no. A20064) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd. Concomitant products included ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines"), headache ("headaches"), uterine enlargement ("uterine enlargement ") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy)) and surgery (unilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, uterine enlargement and anaemia outcome was unknown. The reporter considered anaemia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: lot number added. Patient's demographics, drug indication and reporter information were added. Date of insertion, date of removal, historical condition, concomitant drug were added. Added events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, migraines, headaches, uterine enlargement, ovarian cyst, anemia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ovarian cyst ("ovarian cyst") in a 36-year-old female patient who had essure (batch no. A20064) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd. Concomitant products included ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines"), headache ("headaches"), uterine enlargement ("uterine enlargement") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy)) and surgery (unilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, uterine enlargement and anaemia outcome was unknown. The reporter considered anaemia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.